Event description:
It was reported that the patient presented in (B)(6) 2009 with ongoing back pain. On (B)(6) 2010, the patient underwent surgery for lumbar disc degeneration to correct spinal stenosis. Post-op the patient had increased pain. The patient reported to her physician that her symptoms had worsened. On (B)(6) 2011, the patient underwent a second surgery consisting of l5-s1 tlif with extension of fusion and left-sided foraminotomy. Immediately post-op the patient developed new symptoms of numbness of the bottom portion of her left leg, and extreme pain in the lower left back. The physician diagnosed a pinched nerve. On (B)(6) 2012, the patient underwent a third surgery consisting of left l3-l4 hemilaminectomy/foraminectomy and left l5-s1 hemi-laminectomy/foraminectomy. Post-op, the patient's symptoms worsened, and both sides of her body were in constant pain, and she had numbness in the front of her left leg with no reflexes. The surgeon told the patient that the cause of her pain and numbness was a new problem with the si joint, and recommended another surgery. On (B)(6) 2013, an MRI was performed. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.